Event description:
A customer contacted beckman coulter inc. (Bec) stating that a small amount of blood and isoton was splattering from the bellows on their coulter lh 750 hematology analyzer and they were getting diluent low errors. If they reset, the error would go away for five or six runs and then return. The customer also indicated that the vacuum trap was filling and they had to empty it periodically. The operator has been wearing personal protective equipment (ppe) consisting of gloves and a lab coat. The leak was contained within the instrument. No injury or exposure was reported and there was no affect to patient samples or results. Control samples were run to confirm instrument operation.

Manufacturer narrative:
A field service engineer (fse) went on-site and determined that there was insufficient vacuum that caused slow draining of the bellows. Fse replaced the vacuum trap and vacuum overflow tank, vc22, which distributes vacuum in the diluter and traps any liquid overflow into the vacuum lines. Fse then performed shutdown and confirmed that there was no liquid left inside vacuum water trap after shutdown. The cause of this event was the vacuum trap and vacuum overflow tank, vc22 which resulted in insufficient vacuum. (B)(4).